Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, alinity ca19-9 list 08p32-20 that has a similar product distributed in the us, list numbers 08p32-21 and 8p32-31.

Event description:
The customer observed a falsely elevated ca19-9 result on the alinity analyzer. The following data was provided for a patient with an unknown diagnosis: initial 41, repeat 2.5, 2.1. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Manufacturing documentation of the lot 98368fp00 has been reviewed and no contributing factors to the complaint could be identified. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.